Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. File is not reportable.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that device was used during an unknown procedure. After three clips delivered properly, the device stuck, it was impossible to activate it. Handles would not close. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
New information advising that "device was stuck" indicating the handles would not close which reflects a firing issue. Based on new information, file is not reportable.